Event description:
On (B)(6) 2010, the primary surgery was performed. Three months later, the pt felt uncomfortable and it is found from the x-ray that the plate broke. According to the doctor, the pt's bone is almost fused and the plate may have been broken after the concrescence. On (B)(6) 2010, the plate was removed and the physical problems were solved.

Manufacturer narrative:
Device investigation in process, but not yet complete.